Manufacturer narrative:
The reported event of high pacing threshold was not confirmed. A complete lead was returned for analysis. Analysis was normal. No anomalies were noted.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that when the patient presented for implant procedure, high pacing threshold was noted on the lead. The physician could not obtain ideal parameters by changing the position. The lead was not used and replaced. The patient was stable.